Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device implant, the physician reported difficulty inserting the right atrial (ra) lead pin into the header block. The lead-device connection was correctly established with no additional intervention; however, the physician felt it was more difficult than other boston scientific devices. No resulting adverse effects were reported and no ra lead information was provided. This device remains implanted and in service with no further complications.